Event description:
Hill-rom received a report from a hill-rom tech stating that the head section unintentionally moved up. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the left side patient control board was the issue. A search of the hill- rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performs preventative maintenance on its beds. The tech replaced the patient control board to resolve the issue. Based on this info, no further action is required.